Event description:
It was reported that insulin pump had a vibrate anomaly. Insulin pump failed to vibrate even after restarting. Insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with no vibration alert due to broken black wire on vibrator motor. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.